Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that clinic called claiming that r-wave is unable to be measured. Poor r-wave morphology. Working with dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).